Event description:
It was reported high impedances. Impedances of >4000 ohms were read on all unipolar pairs at 1.5v and 210us. Reprogramming didn't elicit any response in stimulation. The patient fell off a ladder in 2012 and has had a loss of stimulation and a return of symptoms since. The patient had a revision/surgical procedure to check the lead/extension connection. The lead integrity was tested by snapping onto lead with mltc to isolate and check impedances. All x-ray reported to be normal, connections looked normal, no visuals of fractures or anything abnormal. The impedances were out of range so the doctor decided to replace the entire system. The patient is doing well and receiving effective stimulation.

Manufacturer narrative:
Product ID 748940, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product typ extension p. Roduct ID 748940, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product typ extension. Product ID 7435, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product typ programmer, patient product ID 3998, lot# j0511536v, serial# implanted: (B)(6) 2005, explanted: (B)(6) 2012, product typ lead. (B)(4).